Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 142 mg/dl. The mother stated that her daughter was leaving the school's homecoming dance, just walking, when the pump alarmed. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump is out of warranty and the mother declined to return it for analysis; however, the mother agreed to receive a replacement pump.